Event description:
It was reported that the patient¿s catheter broke when she had a new pump implanted on (B)(6) 2013 due to normal battery depletion. It was noted everything had been fine up until then. When the health care provider (hcp) replaced the pump, he reportedly put in a pump that was too big and it ¿messed up scar tissue.¿ the hcp had also reportedly broke the catheter. For a month after the surgery, the patient was ¿just getting sicker and sicker¿ and was going through withdrawal. The patient was calling their hcp crying everyday saying something was wrong. The patient didn¿t know the dose or concentration of what the medication was in the pump at the time of the event but noted it was less than what it was now. The patient then finally got an x-ray, on (B)(6) 2013, and it showed at that time that the catheter was broken. She then, on (B)(6) 2013, had ¿emergency surgery.¿ the hcp at that time left the old catheter in. ¿some¿ hcps were ¿saying this is a good thing and some are not.¿ since (B)(6) 2013, the patient hadn¿t been ¿able to walk¿, was weak when going up steps, her legs were cramping and the left side of her was numb. The hcp reportedly ¿pinched off something.¿ the patient was now having difficulty finding a hcp that would touch her. After the surgery in december for the catheter, the hcp reportedly put the medication ¿down as low as it would go.¿ device manufacturer representatives would reportedly drive every other day to increase it in order to optimize the patient¿s medications. The hcp also wouldn¿t give the patient any breakthrough medicine for her pain. The patient had been in post-operative pain as well as ¿normal pain.¿ the patient¿s hcp reportedly discharged her in the first part of (B)(6) 2014. She then went to a different hcp and by the time they were done; her medicine was back to where it was before surgery. The patient never heard her pump alarming. It was noted she never heard her pump alarming. As of the date of this report, hcps who put in the device didn¿t want to manage the pump. The patient was now getting to the point where she was going to have to get it removed. The patient would reportedly die if that was the case referring to if it were removed. The current hcp that was managing the device had been managing her pump for over a year. The patient was told she was ¿on too many medications.¿ the hcp reportedly would only fill it and didn¿t go over the medications. Prior to the patient¿s current hcp, she went through 4 different hcps. They were ¿running different tests and just started over again, CT myelograms the whole bit.¿ the patient had been told there was ¿too much going on¿ with their back and as a result the patient couldn¿t find anyone that wanted to take her on. Additional information received noted the cause of the patient¿s symptoms were not known and that the pump and catheter were working properly. No further information was provided. The device system was used to deliver bupivacaine and dilaudid. Additional information including the cause of the event, if any additional actions or interventions have occurred and the patient¿s outcome have been requested but were not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The initial aware date for this report was 2013-12-24.

Event description:
Prior to the replacement surgery on (B)(6) 2014, the patient's intrathecal catheter extended from the sacral region to the mid-l2 lev el. The hcp reported that the patient presented on (B)(6) 2014 with poor pain control. The patient was admitted on (B)(6) 2014. At surgery, the catheter tip was found to be broken (disconnected) during the procedure on (B)(6) 2014. A tamp was used to pull the old catheter through; however, it broke while being pulled through, and the remainder was left in place. Following this surgery, the patient was sent to the recovery room in stable position. They were discharged on postoperative day 1. A CT was performed on (B)(6) 2014 and revealed the spinal stimulator leads entered the spinal canal at approximately the l2 level. One of the leads traveled superiorly all the way to the t1 level. The other lead travelled superiorly to approximately the t12 level, and then appeared coiled and progressed inferiorly back to approximately the l2 level. The intrathecal pump was working fine. The catheter tip was in the thoracic area, but it was not pressing on anything. As of (B)(6) 2014 the patient was having some shaking and symptoms of pain. They were on 12 mg of dilaudid and 9.6 mg of bupivacaine a day. Their managing physician suggested they go up to 16 mg per day, and the patient was at 24.982 mg per day preoperatively. They were eating and drinking well. All of their wounds were benign. They had a tendency to jiggle their legs and have jumpiness of the right side. They were ambulating and standing and moving about the room. They were able to sit without difficulty, although they did a little shaking activity which was some intentional tremor. They did not shake the upper extremities so much, and they tended to jiggle the right lower extremity more. Otherwise, the patient had full motor strength. All of their wounds- were thoracic, abdominal, and the right buttock- were all totally intact and looking well. Their dose was increased to 16 mg of dilaudid per day, with the bupivacaine dose adjusted. On (B)(6) 2014 the patient had sensory/neurologic complaints affecting their left thigh. The patient had numbness and tingling affecting their left, lower extremity, and they had shooting pain into their left leg. These symptoms developed no bladder or bowel symptoms. They had no lower extremity weakness. Their back pain was not really made worse with any particular movement. They had no trouble walking. They complained of lumbosacral pain, described as a dull, nagging pain. It seemed to be getting gradually worse. There was nothing in the patient's history to suggest a vascular cause of back pain. The patient was not pregnant. The pain did not appear to be related to their gynecology. They had no abdominal pain or history to suggest a gastrointestinal etiology for pain. They had no urinary tract infection symptoms, and no significant flank pain. They had no flank tenderness, and a normal, non-tender abdomen; normoactive bowel sounds. No lower extremity weakness or sensory findings. They had normal muscle strength and tone. Reflexes were equal and symmetrical. They had no definite trigger point, and no local bony tenderness. They had adequate range of motion. There was no significant deformity of their lower back. They had a left paravertebral spasm. There were no cutaneous dermatomal findings. Lesions were consistent with (B)(6) zoster noted along left chest wall has vesicular rash. The patient had no trouble walking, t hough they were uncomfortable. The results of the exam were discussed with the patient. The patient had been to their pump managing physician's office every other day to increase the medications into their intrathecal pump. The patient was anxious. No abrasions, lacerations, or significant bruising was noted. They had normal skin color. No swelling, drainage, erythema, or excoriation was noted. The patient had a rash localized to their back and chest. The hcp further reported that on (B)(6) 2014 the patient had been in the emergency room over the weekend for complaints of shingles, and they had bilateral leg numbness from their waist down. They were continent and without respiratory complaints. There were no other studies done at that time. They were started on valtrex, and their symptoms were a little better. They had nondermatomal numbness from their bilateral lower extremities mid-thigh down bilaterally. It was a little denser on the left than on the right, and was a little denser laterally on the left. There was no pinprick level in the cervical, thoracic, or lumbar area. They had mid-thigh pain. It was global, and it was again greater in the left than the right. It was at about the mid-anterior leg. They had some denseness in the left lateral leg, some over the left anterior leg, some on the lateral foot, and not in the posterior calf. It was decreased a little bit in the medial left foot, but not as much as laterally. All of their motor signs were 5/5. They had 1+ reflexes with a mildly spastic gait. They were very jumpy and edgy, and they had been that way since their doctor had met them at their initial postop surgery (date not specified). Their managing pump physician questioned if bupivacaine was causing the numbness. They were eating and drinking well, and they had no bladder or bowel issues. Their shingles pain was decreasing while on valtrex. They did not have numbness in the perianal area. They had no shortness of breath and no chest pain. They had no edema in their legs. They were awake, alert, and oriented.